Manufacturer narrative:
This is the information known at this time. Should additional information become available, this event will be updated.

Event description:
Boston scientific received information that the patient with this device reported disappointment that this device will reach elective replacement indicators in the near future. There was concern that the battery depleted more rapidly than expected, however there were also reported changes in lead performance that may have contributed to the battery consumption. No adverse patient effects were reported.